Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The xience pro is currently not commercially available in the us. The PMA# is based on the predicate device (xience v) and is therefore similar to a device sold in the us. The xience pro is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a moderately calcified mid left anterior descending artery. A 2.5 x 15 mm xience pro and a 2.5 x 12 mm xience pro could not cross the lesion. A 2.0 x 9 mm non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. When the devices were picked up for return, it was noted that both stents had dislodged. It is unknown when the stents dislodged. No additional information was provided.